Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw 5092180. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late.

Event description:
Patient reported via regulatory agency right side "swelling", "fluid build up", "pain", "hardening of breast capsule", and "concern with the product." Device remains implanted.